Event description:
It was reported that the patient was presented in clinic for left ventricular lead implant procedure. During the procedure, left ventricular lead exhibited failure to remove stylet/guidewire form the lead and detachment of connector pin from the lead body. The physician replaced the left ventricular lead during the procedure on (B)(6)2022. The patient was stable.

Manufacturer narrative:
The reported events of stylet stuck in the lead and detachment of the connector pin to the lead body were confirmed. A complete lead with stuck stylet in one piece was received. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. A stripped ptfe coating from the guidewire that was returned with the lead was also found in this location. The connector pin, crimp sleeve and cap were found pulled from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied during the procedure. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. The device met specifications prior to leaving abbott manufacturing facilities.